Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed falsely elevated architect anti-hbs results for multiple patient samples. The following data was provided (customer¿s reference range 0-10 miu/ml): patient 1 initial result = 10.9 miu/ml, repeat = 12.16 miu/ml, patient 2 initial result = 110.78 miu/ml, repeat = 115.77 miu/ml, patient 3 initial result = 307.87 miu/ml, repeat = 399.24 miu/ml, patient 4 initial result = 20.22 miu/ml, repeat = 23.62 miu/ml, patient 5 initial result = 641.98 miu/ml, repeat = 926.75 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates the reagent lot is performing as expected for this product. Ticket trending review did not identify any trends for the issue under review. Device history record review did not identify any non-conformances or deviations associated with complaint lot number and complaint issue. The overall performance of the architect anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. The patient median result for lot 59318fz01 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent, lot number 59318fz01, was identified.

Event description:
The customer observed falsely elevated architect anti-hbs results for multiple patient samples. The following data was provided (customer¿s reference range 0-10 miu/ml): patient 1 initial result = 10.9 miu/ml, repeat = 12.16 miu/ml patient 2 initial result = 110.78 miu/ml, repeat = 115.77 miu/ml patient 3 initial result = 307.87 miu/ml, repeat = 399.24 miu/ml patient 4 initial result = 20.22 miu/ml, repeat = 23.62 miu/ml patient 5 initial result = 641.98 miu/ml, repeat = 926.75 miu/ml no impact to patient management was reported.